Event description:
It was reported the programmer was interrogating intermittently. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the programmer was able to interrogate a device wireless and non-wireless using a known good rf (radio frequency) head. It is noted the programmer was not able to interrogate with the provided rf head. Concomitant product: 229047 analyzer. (B)(4).